Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a set screw driver broke off into its mating set screw during final tightening of a tether construct intra-operatively. The surgeon elected to leave the driver tip in its mating set screw. There were no immediate patient impacts reported.

Manufacturer narrative:
Corrections in b5 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed that the screwdriver had a fractured tip. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of a set screw driver broke off into its mating set screw during final tightening of a tether construct intra-operatively. The set screw was removed and replaced after a short delay. The driver tip fell into the patient and the surgeon was unable to retrieve it so it was left in the patient. There were no immediate patient impacts reported.